Event description:
According to the reporter, during laparoscopic sleeve gastrostomy, there were issues with loading and unloading and it did not fire properly. The stapler was not able to fire. The surgeon was also not able to press the green button and squeeze the handle. They replaced with another handle to resolve the issue in order to complete the case. There was no patient injury.